Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the unit fails rotor error test. There was no patient involvement. Upon follow up request for more information on 10/25/2017 the customer states that the unit failed to display a rotor error and failed to sound an alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unit failed to display the rotor error and failed to sound an alarm". The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.